Event description:
It was reported that it appears that a 80mm stent was in the packaging. After release and implant, the stent was postdilated with a balloon of 60 mm in length. The stent on the x-ray was definitely longer. No patient injury reported.

Manufacturer narrative:
The report is being submitted, as this product is the same or similar to a device, 510(k) # k060487, currently distributed in the u.s. The sample has been returned and the evaluation is currently underway.